Event description:
Customer called to complain of a problem running the standard strip for device calibration. The complaint was confirmed by trouble-shooting over the phone. The defective device was replaced and returned for investigation.